Event description:
It was reported through the submission of a revision usage sheet that the patient's right knee was revised. No other information is known at this time.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right knee was revised. No other information is known at this time. Update: rep reported that the patient was converted from an all-poly pediatric construct to a 'metal-backed' construct (baseplate, insert, stem, extension piece, tibial sleeve, bearing component). However, the rep does not know/ cannot recall the reason for this conversion. Rep confirmed no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding revision involving a mrh insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised. The reason for revision was not reported. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.